Event description:
On (B)(6) 2012, the patient experienced cardiogenic cerebral infarction. The penumbra was used to aspirate a clot in the left m1 segment of the middle cerebral artery. It took 8 minutes and 170cc of blood was aspirated. The penumbra system separator 041 distal tip broke and remained in the patient when the physician manipulated the separator and gave it torque in the hard clot. The remaining portion of the separator had still remained in the patient. On (B)(6) 2012, the patient contracted aspiration pneumonitis. The patient's condition was very serious. Mrs: 5 nhiss: 31. The physician did not perform any additional treatment because of familial hope.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device not available